Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient experienced inadequate stimulation and too much tingling sensation on the legs. The patient underwent an explant procedure.